Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received multiple inappropriate therapies due to misdiagnosed vt. Programming changes were made. Patient was stable before, during and after the event.